Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red particulate matter was found inside the needle syringe of a floseal hemostatic matrix kit. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation in the kit box with the following items: 1 needle syringe filled with calcium chloride; 2 vials (1 unused thrombin vial and 1 empty calcium chloride vial); 1 instructions for use (IFU). Visual inspection revealed reddish particulate matter on top of the black rubber plunger of the needle syringe. The most probably cause of this reddish pm is the coring of the red rubber stopper of the calcium chloride vial. A particulate matter analysis performed for a complaint with a similar failure mode confirmed the reddish particulate matter to be consistent with that of the stopper coring material of the calcium chloride vial rubber. The particulate matter in the returned needle syringe was similar in shape, size, and form to that identified in the previous complaint and was consistent with the rubber stopper material of the diluent vial. One retention sample was reconstituted per the IFU to check if this issue could be duplicated. Using the needle syringe, the red rubber stopper of the calcium chloride vial was pierced and 5 ml of diluent was transferred to the thrombin vial. No red particulate matter was observed in the needle syringe or the thrombin vial. The thrombin solution was mixed into the gelatin syringe and the contents were mixed back and forth successfully between the syringes for at least 20 times. There were no issues detected. The reported condition was verified. The cause of the coring condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.